Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to - light guide (lg) glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.). As a result, humidity invaded lg-lens which led to corrosion. Additionally, the knob wire (k-wire) strands were broken by fatigue breakdown due to repeated manipulation of forceps elevator. Then, the wire strands were raised by repeated brushing around the forceps elevator and repeated attaching/detaching distal cover. The event can be detected by following the instructions for use (IFU) section: IFU states methods of detection in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, evaluation found the following: angulation in the up direction was out of standards due to the worn angle-wire. The universal cord was corrugated. The gap on the up/down knob was out of standard due to the worn angle-wire. The light guide lens was broken. The bending section cover adhesive was broken. The connecting tube was corrugated. The connecting tube protector was cut off. The electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the duodenovideoscope's elevator was cut off. The issue was found during the maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens inside was discolored, and the forceps elevator wire was cut off and frayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.